Event description:
On (B)(6) 2010, patient reported she noticed some insulin has leaked inside of the cartridge compartment of her infusion device. Patient stated she was able to clean/dry out most of the insulin but can still see a slight amount of condensation against the compartment window. Patient reported infusion device was still working. Patient reported she originally purchased the insulin cartridge in (B)(6) 2006. Advised patient on use of new insulin cartridge. On follow up call on (B)(6) 2010, patient reported new insulin cartridges were working properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.